Event description:
It was reported that pump experienced malfunction with malf 0, without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully completed pump reset with assistance from technical support.